Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration (partial clip movement) or device damaged by another (device implanted). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration is a cascading event of the device damaged by another device. The reported device damaged by another device is related to procedural conditions (interaction during placement of second clip). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. An xt clip (41206r1077) was successfully implanted. To further reduce tr, an additional xt clip (41206r1081) was inserted into the tricuspid valve. During positioning, the clip had interactions with the first clip, causing the first clip to partially detach from the posterior leaflet. The second xt clip was repositioned to stabilize the partial detachment and was deployed, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.